Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that the first 3.5x12 mm xience was found to be loose on the balloon out of package and was not used on the patient. The second 3.5x12 mm xience would not cross the lesion; however, a 3.5x12 mm stent from another company did cross. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hypotube. There was contrast on the balloon. There was fluid in the inflation lumen and balloon. The stent implant was returned loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath and stylet were returned. The taper on the protective sheath was uneven. A snap gauge was used to measure the stent implant outer diameters. The proximal and middle outer diameters did not meet manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.